Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a revision procedure was performed one day post implant with this right ventricular (rv) lead. It was reported that this lead was not long enough and would not capture when the patient was in a upright position. The rv lead was surgically abandoned and a longer rv lead was successfully implanted. No additional adverse patient effects were reported.